Event description:
Reporter indicated that vns pt was explanted due to infection. It was reported that the pt developed an infection in the area of the lead and subsequently underwent lead replacement surgery. The infection reportedly recurred resulting in generator replacement surgery at a later date.